Event description:
It was reported that x-rays showed that the lead had migrated lower than its original placement. Surgical intervention was undertaken wherein the lead was explanted and replaced. Adequate coverage was restored in recovery.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.